Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shut down, and when attempting to power it back up, it displayed an error. The user required to close all open drawers and doors immediately and the tower attached to this main was failed door 5. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system shuts down. A field service engineer arrived at the station and removed the back panel. All drawer lights were illuminated, but the screen remained black. Upon opening the e drawer, a ticking sound was heard coming from the power supply. The power supply was replaced along with the backup battery. The station was tested and is now working as designed. The system functioned as intended after the field service engineer repaired the device.